Event description:
Information pertaining to this event was previously reported under manufacturer report #3004209178-2012-11347. Any additional follow up will occur under this manufacturer report #. Additional information received reported the patient status after device removal was recovered without sequela. It was noted the patient had "psych problems" and the physician "didn't feel it was stim" but wanted to give the patient peace of mind with it out.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type lead: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead: product ID 3888-45, lot# v088866, implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: lead: product ID 3888-45, lot# v079881, implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: lead: product ID 37761, serial# (B)(4). Product type: recharger: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 37712, serial# (B)(4), implanted: (B)(6) 2008. Product type: implantable neurostimulator: product ID 3708240, serial# (B)(4). Product type: extension:l product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4). Product type: extension: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory: product ID 3550-29. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: there were no significant anomalies found. The device was functionally ok, but had insignificant anomalies. Final device analysis of the extension (lot # njb011650v) revealed the following: there were no significant anomalies found. The outer insulation of the extension body was cut. Final device analysis of the extension (lot # nkb006535n) revealed the following: there were no anomalies found. Final device analysis of lead #1 revealed the following: there was a broken conductor at the titan anchor site. #0 and 1 wires were broken 16cm from the distal end. Final device analysis of lead #2 revealed the following: there was a broken conductor at the titan anchor site. All wires were broken 18-18.5 cm from the distal end. Final device analysis of lead #3 revealed the following: there was a broken conductor at the titan anchor site. All wires were broken 18 cm from the distal end. There were anchor impressions at 19cm. Final device analysis of the neurostimulator revealed the following: there were no significant anomalies found. The device was functionally ok, but had insignificant anomalies. Final device analysis of the extension (lot # njb011650v) revealed the following: there were no significant anomalies found. The outer insulation of the extension body was cut. Final device analysis of the extension (lot # nkb006535n) revealed the following: there were no anomalies found. Final device analysis of lead #1 revealed the following: there was a broken conductor at the titan anchor site. #0 and 1 wires were broken 16cm from the distal end. Final device analysis of lead #2 revealed the following: there was a broken conductor at the titan anchor site. All wires were broken 18-18.5 cm from the distal end. Final device analysis of lead #3 revealed the following: there was a broken conductor at the titan anchor site. All wires were broken 18 cm from the distal end. There were anchor impressions at 19cm. Please refer to manufacturing report # 3004209178-2012-11654 for related to event product analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4) implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3888-45, lot# v088866, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v079881, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: extension. Product ID: 3550-39, product type: accessory. Product ID: 3887-45, lot# j0527140v, product type: lead. Product ID: 377845, lot# v019174, product type: lead. Product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708240, serial# (B)(4), product type: extension. Product ID: 3887-45, lot# j0546550v, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3550-29, product type: accessory. Product ID: 3888-45, lot# v088866, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 3887-45, lot# j0546550v, product type: lead. Product ID: 3887-45, lot# j0527140v, product type: lead. Product ID: 377845, lot# v019174, product type: lead. Concomitant products have updated serial numbers and model numbers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.